Event description:
A customer contacted baxter's technical service ctr to report that there was a cut in the patient's line of a cassette and it was leaking fluid in dwell 1 of 4. Per the initial report, the technical service representative (tsr) assisted the caller to end therapy and instructed them to call the clinic and contact the on-call nurse. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Per the nurse, the sample was discarded.